Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4) captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to increased threshold measurements. The lead then had a good threshold measurement post lead revision. The lead remains in service. No additional adverse patient effects were reported.